Event description:
The patient contacted animas on (B)(6) 2013 reporting that her blood glucose (bg) yesterday evening was 190mg/dl and from that time the bg continued to elevate to 550mg/dl even after successful boluses. The patient reports no specific symptoms but does not feel well and is unable to determine if its from elevated bg or other medical issues. The patient stated that she was currently in the hospital for unknown medical issue and denied that it was diabetes related. The patient stated that yesterday evening she did not cover for her carbohydrates eaten at dinner. Customer support advised the patient to remain off the pump until replacement pump arrives. This report is being made due to the alleged hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.